Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4076 implantable pacing lead - (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient complained of receiving a shock. It was further reported that the remote transmission received by the clinician did not indicate that the patient had received a shock, and that all subsequent transmissions have not indicated any shocks as well. The patient's device appears to be functioning normally, and the clinician indicated that the patient was 'very stable.' The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient complained of receiving a shock. Currently, it is not possible to determine whether the shock was appropriate or inappropriate. Follow up is in process for additional information. The lead remains in use. No further patient complications have been reported as a result of this event.